Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed siemens that quality controls (qc) recovered within range. Siemens evaluated the information provided, and photometer data indicates an abnormal kinetic point after the reagent and sample delivery. Siemens determined that potential foaming occurred after reagent mixing and sample mixing. The following error was posted on the instrument health report (ihr) on 2020-11-20: sample clog detected: dilution arm: pressure transducer. Siemens completed the assessment and recommended the following maintenance instructions to the customer service engineer if the issue reoccurs: inspect dilution probe and drain for potential gel build up. Verify mixer impeller and reaction ring alignment. Dcm board and wash station performance. This is an isolated event. Based on the information provided, qc was in range, and no issues were noted with other patient samples. Siemens cannot rule out pre-analytical variables or sample-specific issues as contributing factors. Pre-analytical variables can affect the sample's quality, and deviation from recommended best practices can impact results. Siemen confirmed the instrument is operational. No further evaluation of the device was required.

Event description:
The customer obtained one discordant, falsely depressed, creatinine_2 (crea_2) result on an atellica ch 930 analyzer with serial number (B)(4). The result was not reported to the physician(s). The customer used the same patient sample and two alternate atellica ch 930 analyzers to perform repeat testing. The customer informed siemens that repeat results were higher and consistent with patient history. The customer reported the correct result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 results.